Event description:
Customer states she experienced low blood glucose of 28 mg/dl due to forgetting to lower basal rate. Customer also reports that insulin pump stopped trending sensor glucose causing the threshold suspend not to engage. Customer received a replacement insulin pump and has not returned the old one. Customer is not able to up review alerts as she is at work and does not have the old insulin pump. No further information provided.